Event description:
It was reported that there was a coupling problem. It was noted the patient had a rechargeable battery put in on the day prior to the report but could not get any coupling bars on the day of the report. It was noted the patient thought the recharger battery was the implantable neurostimulator (ins) battery. It was confirmed that the ins battery was 3/4 charged. When troubleshooting while performing an antenna locate, the patient was able to get 2 coupling bars. It was noted the patient took the bandage off the incision but the health care professional told the patient to keep it on for 3 days post implant. The reporter stated the patient would put another bandage on it. Additional information received reported that the cause of the event had been a depleted battery and a fractured lead. It was reported that impedance at 0+2 <(><<)>50 ohms, >36.000 ma. It was noted that these measurements had been made on (B)(6) 2014. It was noted that the device system (ins, lead, extension) was explanted (B)(6) 2014 and that the devices would be returned to the manufacturer for analysis.

Manufacturer narrative:
¿Information pertaining to the event that resulted in the patient¿s devices being removed on (B)(6) 2014 was also reported under manufacturer¿s report #3004209178-2014-03659, any additional information regarding the prior system will be reported under manufacturer¿s report #3004209178-2014-03659.¿ review of information pertaining to the patient¿s system with coupling issues shows that there is no evidence to reasonably suggest the device had malfunctioned, or may have caused or contributed to a death or serious injury. Therefore, the event did not and does not meet the reporting requirements stipulated in 21 cf 803.¿

Manufacturer narrative:
Product ID: 3888-33, lot# va04sr3, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va04sr3, implanted: (B)(6) 2013, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3888-33, lot# va03vn6, implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n383437, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3888-33, lot# va04sr3, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va04sr3, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va03vn6, implanted: (B)(6) 2014, product type: lead. (B)(4).